Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-jul-2019 with the following findings: evaluation revealed no power to the pump due to moisture damage. A leak was identified at the battery compartment. The pump was opened and evidence of moisture damage was found on the printed circuit board. The pump was not able to be adequately investigated due to no power. Also reported on animas medwatch report number 2531779-2019-05563. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). Report late due to transition from vmsr program.

Event description:
The pump was returned for investigation. Evaluation revealed no power to the pump due to the moisture damage from a pump leak. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 02-jul-2019.